Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary:the partial lead was returned in segments, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  Concomitant product: d224trk, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, high thresholds, oversensing, no pacing, and no capture due to a lead fracture. It was also reported that the patient received inappropriate shocks from the rv lead, and that the high voltage coil on the rv lead had low impedance. The device was turned off and a life vest was applied to the patient until a lead revision could be performed. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.